Event description:
The patient reported self-administering insulin based on inaccurate readings from their teladoc blood glucose meter. According to the patient, the readings were frequently inaccurate by approximately ±20 units. The patient also reported experiencing two episodes of hypoglycemia that resulted in emergency room visits, which they attributed to administering excessive insulin based on the inaccurate meter readings."

Manufacturer narrative:
The device associated with this incident was not returned for investigation. If the device is returned, an investigation will be conducted and a supplemental report will be filed.